Manufacturer narrative:
Product analysis: the product status remains unknown and was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 and a half years after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was replaced with a surgical valve. No other adverse patient effects were reported.